Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the hi-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the brown (lead 1-), blue (+5v), and violet (agnd) wires were cut inside the cable connecting ECG electrodes c and d. The cause for the test failures is the damaged wires. The root cause of the damaged wire cannot be positively identified but is likely excessive force placed on the trunk cable. No adverse event resulted from the damaged wires. The last patient to use this belt did not report any deficiencies.